Event description:
It was reported that the patient presented with bradycardia, presyncope, and dyspnea. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited oversensed noise, high capture threshold, low r-wave amplitudes, high pacing impedance, failure to capture, and lead fracture. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.